Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the pka case earlier today, the small and large collet nut would not hold the anspach burr in place. This malfunction caused the anspach to move from the original registration position and subsequently not pass a registration check. In order to rectify this issue, we had to open the other pka tray that lives at (B)(6) and use the small and large collet nut from the set to complete the case. Case type: pka.

Manufacturer narrative:
It was reported that the collet could not assemble the burr. Functional inspection was conducted on a known good anspach end effector assembly and the anspach motor remained secure when pulling the motor assembly or pushing on the burr. Review of device history records indicate 35 of 36 devices were manufactured and accepted into final stock on 03/19/2015. The non-conformance was not related to the alleged failure in this investigation and was not associated with this serialized device within the lot per npr 15-03-0035. A review of complaint records within the trackwise database based on p/n 111758, l/n 19010914 shows no complaint related to the alleged failure. Functional inspection was conducted on a known good anspach end effector assembly and the anspach motor remained secure when pulling the motor assembly or pushing on the burr. Reported failure mode could not be confirmed. A review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
During the pka case earlier today, the small and large collet nut would not hold the anspach burr in place. This malfunction caused the anspach to move from the original registration position and subsequently not pass a registration check. In order to rectify this issue, we had to open the other pka tray that lives at lsh and use the small and large collet nut from the set to complete the case. Case type: pka.